Manufacturer narrative:
Corrected information provided in h.11. Upon receipt of new information for this event, it was confirmed that a duplicate submission had been made for the same reported issue under 1644019-2026-01126. Therefore, the current report 1644019-2026-00545 does not meet the criteria for reporting as per the applicable regulation. No further updates or follow-up reports will be submitted under this number. 1644019-2026-00545. All future information and reportable updates related to this event will be captured and submitted under the primary report, 1644019-2026-01126. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during the cataract surgery (with intraocular lens implantation), in phacoemulsification mode, the operating console exhibited weak vacuum and aspiration. And during the irrigation and aspiration mode, the console showed weak aspiration. The physician resolved the issue by using a hook to push the cortex and nucleus toward the instrument through the time park and mechanically fragmenting them under compression. However, the console also exhibited reflux failure, and the patient experienced peripheral capsular rupture and vitreous prolapse in anterior chamber of the right eye. The patient¿s visual acuity was fully restored. Upon examination, an error code appeared on the console, which might be due to issues with either the cassette or the console. The current patient condition was unknown. Additional information has been requested, none received till date. This complaint addresses the second of two patients and pertains to the cassette involved in the reported events.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.